Manufacturer narrative:
Concomitant medical products: secur-fit ha psl cup/clus; cat# 2051-2058p; lot# 33676101; secur-fit ha 132 hip stem #9; cat# 6051-0935a; lot# 36903303; uni adaptor sleeve c taper ti; cat# 19-0000t; lot# 54175907; delta un.fem hd 32mm r32 16/18; cat# 6519-1-032; lot# 55534202. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had revision of an infected left hip. Surgeon performed a washout, exchange of head & liner and implanted spacers.